Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device received from the USA requesting servicing for unk reasons. The device was being used in surgery. There was no injury. It is unk if delay or medical intervention occurred. There was no add'l info available.